Event description:
During a lap chole procedure, a piece from the blade broke off into the patient. It took 1.5 hours to retrieve the blade and towards the end of the case the harmonic blade stopped working.